Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. H3, h6: investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
Patient implanted with click'x hardware at l4-l5 (B)(6) 2005. Hardware was removed on (B)(6) 2011 to repair an adjacent level issue with disc degeneration. Patient revised to hardware at l3-l4. There was no issue with the click'x hardware. Hardware was only removed to repair adjacent level. This is the 10th of 14 reports submitted on this event.